Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported patient¿s programmer displayed the message "desired intensity cannot be achieved" when she attempted to change the intensity for group a. The patient reported that she was in a motor vehicle accident in (B)(6) 2019. The ins was interrogated. Once connected to her battery, the manufacturer representative (rep) checked lead connectivity, which showed a poor connection at the 4th contact, and ran an impedance check. The results showed a 4th contact impedance value of 40k ohms while the remainder were all within normal range. The rep programmed around that electrode to maintain the therapy. Rep asked healthcare provider (hcp) to order an xray of the leads and the ins to verify nothing was out of place. The patient went for imaging after meeting with her pain management physician. The motor vehicle accident occurred on (B)(6) 2019. The patient reported no change in coverage or stim sensation with new programming. The issue was resolved. No further complications were reported/anticipated.